Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a splenectomy procedure, there was an incomplete line. During a caudal spleno pancreatectomy, at the first firing with the first cartridge (3 cartridges were used) on the pancreas, the stapling was incomplete. The pancreas was never radiated. The surgeon tried to staple again but it was difficult because some staples were already formed. No buttressing material used. An unusual noise was heard during stapling. After use, not all buttons and triggers returned to their pre fired position. A second device was used to complete the procedure. Nevertheless there was some difficulty requiring conversion to laparotomy. The stapling of the pancreas was not satisfying. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no strange noise was heard during the analysis and no cartridge was returned. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.